Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked and bleeding lcd glass. Insulin pump passed displacement test and self test. No unexpected alarm noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped on the floor. Cracks on the display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.